Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use hawkone directional atherectomy along with non-medtronic 6fr sheath and nitrex 0.014" guidewire during procedure to treat a moderately calcified lesion in the left distal superficial femoral artery (sfa) with 80% stenosis. The vessel was little tortuous. The vessel diameter and lesion length are 6mm and 120mm respectively. The vessel was not pre dilated but post dilated. IFU was followed. It was reported that during withdrawal there was moderate resistance felt, the tip detached and separated at the hinge pin. Guidewire prolapse did not cause tip damage or embolization during procedure. The tip was reported came off while physician was pulling it back through sheath. No wire wrap was noticed. As physician was pulling device, tip broke off inside the sheath. The tip was still on the wire inside the sheath. Both device and sheath were removed over the 0.014"wire with hawk tip inside. No intervention was required. No vessel damage noted. A new sheath was placed and the physician ballooned and stented the area. There was no patient injury.

Manufacturer narrative:
Device evaluation the device returned with a bend in the strain relief. During visual inspection a detachment is noted at the distal end of the catheter just distal to the anchor pockets. Destructive testing was carried out on the sheath and the distal tip assembly/nosecone was retrieved from within the sheath. Under the microscope the detachment site adjacent to the anchor pockets is clearly visible and the cutter is attached to the distal end of the drive shaft with plastic like pet material wrapped around the cutter head. Due to the condition of the returned device no functional testing could be carried out. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.